Manufacturer narrative:
Combination product: yes. (B)(6) 2025 update: a decrease in rv lead sensing amplitude was seen due to the lead dislodgement. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Decrease of right ventricular wave height was observed. Lead was re-positioned and issue was solved. The investigator assessed the event as possibly related to the patient's medical history.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Decrease of right ventricular wave height was observed. Lead was re-positioned and issue was solved. The investigator assessed the event as possibly related to the patients medical history.